Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he was not able to recharge his ins. The patient reported the last successful recharge was (B)(6) 2016. The patient reported that he had to ¿override the ins twice already.¿ the patient reported that sometime before (B)(6) 2016 he met with a manufacturer¿s representative and ¿the battery was twisted and antenna was on the other side.¿ additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that they had reviewed the nlink notes. The rep reported that they had notes from (B)(6). The rep reported that the patient¿s issues at those times were ¿not being able to get his ins to charge¿ however when the rep met with the patient, his ins was at 100% and the logs indicated he was having no issues and was charging his ins to 100%. The rep reported that at that time the ins was not flipped. The rep reported that they reviewed their surgical calendar for 2016 and 2017 to date and they had not done a revision for the patient at any time. The rep reported that they met with the patient on (B)(6) 2017 and found good communication between the recharging head and the ins when using the a ntenna locator. No further complications anticipated.